Event description:
Foley inserted post epidural. Hung at foot of bed and leaked on floor. Valve in closed position. Valve opened and closed and still leaking. The MFR of this product is kendall. The catalog # 6146ll, the lot# 916755764.